Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose was 107 mg/dl vs 180 mg/dl lab within 10 minutes, with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.